Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window advisory march 2009 population product advisory initially communicated on 4/5/2007, displayed a battery status of end of life (eol). The patient had been lost to follow up and had never been checked except for one week after implant. Now the patient was hospitalized, having experienced syncope. A device interrogation was performed which determined that eol had been reached nearly a year prior.